Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unspecified therapeutic hysteroscopic procedure, the loop wire at the distal end of the hf resection electrode broke off and a fragment fell inside the patient. However, no device fragment was found inside the patient during the surgery. The intended procedure was then completed using another set of equipment. An x-ray was performed the day after the surgery but no foreign objects were found inside the patient. No further information was provided.